Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records do not contain a hospital history and physical, discharge summary, progress notes, diagnostic tests or medication record for review. Medical records do not reveal the cause or source of the peritonitis. There is no documentation in the medical record that shows patient was receiving calcium acetate at the time of the patient's hospitalization. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler set and the hospitalization.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of the medical records it was discovered this (B)(6)-old peritoneal dialysis (pd) pt was diagnosed with peritonitis on (B)(6) 2015. Follow-up was made with the pt's peritoneal dialysis registered nurse (pdrn), who stated the pt had been admitted to the hospital on (B)(6) 2015 due to pneumonia, peritonitis and constipation. Per the pdrn the pt did practice aseptic technique when completing peritoneal dialysis treatments and it was unk what may have attributed to the infection. The culture results were not available at this time. There were no fluid leaks reported during treatments or prior to infecton. The pt was discharged on (B)(6) 2015 and was provided continued antibiotic medication upon discharge. Medical records were requested.